Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and caused signal interference. An error was displayed on patient interface unit (piu), power supply was rebooted and issue persisted. Piu was exchanged and noise was observed in all signals. Further troubleshooting was performed with no success until the catheter was exchanged for a similar device. The procedure was completed without patient consequence. The signal interference was observed on all ic and bs channels on carto and recording system. This event is being reported because the physician was not able to monitor patient¿s cardiac rhythm due to signal interference observed.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on december 12, 2014. The analysis has begun but is not completed at this time. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a thermocool smart touch electrophysiology catheter and caused signal interference. An error was displayed on patient interface unit (piu), power supply was rebooted and issue persisted. Piu was exchanged and noise was observed in all signals. Further troubleshooting was performed with no success until the catheter was exchanged for a similar device. The procedure was completed without patient consequence. The signal interference was observed on all ic and bs channels on carto and recording system. This event is being reported because the physician was not able to monitor patient¿s cardiac rhythm due to signal interference observed. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures the customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.